Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was infection at the implantable neurostimulator (ins) site. The outcome was reported as unresolved at the time of study exit/death/study closure.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was a rash above the implantable neurostimulator (ins) site. The outcome was ongoing. Interventions included explanting and not replacing the entire system. The event resulted in an unscheduled clinic or office visit. The patient reported that her primary care physician (pcp) believed that her body was rejecting the spinal cord stimulator (scs). The patient reported a rash, itching, and swelling to the ins site. The itching was worse with the scs turned on. There was numbness in left leg and muscle spasms. An examination showed mild discoloration around the ins site. A culture of ins pocket showed few white blood cells; rare gram positive cocci in pairs. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure. The etiology was reported as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.